Event description:
The customer reported that the intellivue mx450 patient monitor was not reporting vitals during a patient code. The device was in use monitoring a patient at the time of the reported issue. The patient had to be resuscitated and eventually died, however, the nurse manager at the customer site confirmed that the monitor was not a factor in and did not contribute to the reported patient death. A philips field service engineer (fse) went onsite and confirmed that bed 739-1 was connected and was transmitting data correctly after performing all tests per manufacturer recommendation and the test and verification (tv) checklist. Based on the information available and the testing conducted, the cause of the reported problem remains unknown, as there is limited information available. A good faith effort (gfe) was performed to request additional information for full analysis regarding the event, but no additional information was provided. The cause for the reported problem could not be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The cause for the reported issue could not be established. The investigation concludes that no further action is required. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx450 patient monitor díd not generate an alarm during a patient code. The device was in use monitoring a patient at the time of the reported issue. The patient died, however, the nurse manager at the customer site confirmed that the monitor was not a factor in and did not contribute to the reported patient death.